Event description:
A malfunction on the pump was reported by the caller, identified as malfunction 199 according to tandem source. There was no information provided about any impact on the customer's blood glucose level. Technical support informed the caller that the malfunction code could be reset and assisted in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump but to call back if the issue arose again.